Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported far field r-wave (ffrw) was observed causing adaptive pacing to terminate and the patient is receiving less cardiac resynchronization therapy than expected. The lead remains in use. No patient complications have been reported as a result of this event.